Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 40 mg/dl due to what the customer stated as "unusual activities" that they did the night before. The customer was treated for the low blood glucose with food. The customer sated they did not have issues with their insulin pump. The customer did not return the device back for analysis.